Manufacturer narrative:
The device associated with this report was not returned contrary to the initial reporting, although several follow-ups were attempted. A complaint database search was not possible as the necessary lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
The report states: the patient was revised to address pain and stem loosening.